Event description:
It was reported that the up and down arrow buttons on the insulin pump do not respond and customer is unable to prime or deliver insulin. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.